Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analysis of the device memory indicated a lead warning alert. Analysis of the device memory indicated the lead impedance defib trend was rising; 15349 of 25923 lifetime ventricular short interval counts (v-sic) occur since (B)(6) 2013. Nineteen non-sustained tachycardia (nst) and 3 ventricular tachycardia (vt) episodes of <(><<)> 220 ms v-v cycle are recorded between (B)(6) 2013. Max high voltage can and ring can impedances rise from an approximate baseline of 20 ohm and 40 ohm to 83 and 65 ohm respectively the week ending (B)(6) 2013. Right ventricular (rv) pace lead impedance alert occurred on (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead recorded sensing of noise. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).